Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file. No malfunction or serious injury.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap inc. That a aesculap aeos (part # pv010) was being setup for product display. According to the complainant, the aeos unit was setup in a hotel conference center to display to local surgeons. Reportedly, during setup two (2) hardware issues were observed: the wheel of the system was broken; right hand control was loose. No patient involvement. Although requested, additional information has not been made available. The malfunction is filed under aag reference xc (B)(4). Associated medwatch-reports: 9610612-2021-00275 ((B)(4)).